Manufacturer narrative:
The product was returned on (B)(6) 2015 for evaluation. The results of the return evaluation were not available for review at the time of this investigation. If / when new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Event description:
Dealer is stating that the unit alarm is not working.

Manufacturer narrative:
Per independent repair center (B)(4) received 10/2/15, reason for repair is unit alarms not functional. The underlying cause is a short circuited power switch.

Event description:
Dealer is stating that the unit alarm is not working. (B)(4). Per independent repair center irs received 10/2/15, reason for repair is unit alarms not functional. The key failure is a short circuited power switch.